Manufacturer narrative:
Device evaluated by MFR.: device returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A guidewire was received inside of a hoop the guidewire was removed without problems. Once the device was inspected, the distal end of the guidewire was found unraveled and kinked. The core and coil wires were correctly attached to the solder ball. The guidewire coating was inspected and no damages were observed. No more damages were found in the device. The dimensional inspection of the overall length and outer diameter (od) of the distal tip of the device could not be performed due to device's condition. The od of the middle of the device and proximal section are within specification.

Event description:
It was reported that guidewire coating peeled off. The stenosed target lesion was located in the iliac vein. During unpacking of a 035/260/1 amplatz super stiff guidewire, it was noted that the distal tip of the wire was kinked and peeled off. The procedure was completed with another of the same device. The procedure was completed and the patient was stable.

Event description:
It was reported that guidewire coating peeled off. The stenosed target lesion was located in the iliac vein. During unpacking of a 035/260/1 amplatz super stiff guidewire, it was noted that the distal tip of the wire was kinked and peeled off. The procedure was completed with another of the same device. The procedure was completed and the patient was stable.